Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem could not be duplicated or verified, however there was a recurring high alarm displayed: cassette not attached properly found in the event log. Service recommended that the downstream occlusion sensor be replaced as a precaution due to the alarm in event log history. Service will also perform preventive maintenance and functional test to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump alarms every time a latch is closed even with multiple sets. There was no patient present at the time of the event. There were no reported adverse events.